Manufacturer narrative:
(B)(4) date sent to the FDA: 11/15/2016. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event reports mw5065359. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2007 and the mesh was implanted to treat stress urinary incontinence. Upon waking from procedure, the patient experienced severe pain in both hips. The patient went home with a catheter and on the second day post op, began having vaginal muscle pain. The patient underwent many rounds of pelvic floor therapy. The patient also experienced dyspareunia, hip pain and decline of quality of life. Additional information has been requested.